Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to multiple open circuits. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 21, 2022.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on june 6, 2022.